Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not closing or articulating. The instrument was used three times in the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Failure analysis investigations confirmed the customer reported complaint. The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip grip could not be properly closed or articulated.